Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, concentric and de novo target lesion was located in the mildly tortuous left anterior descending artery. A 3.5 7 f non bsc guide catheter was used. After an unspecified size pt2 guide wire and a 0.014 non bsc guide wire crossed the lesion, a 2.00mm x 12mm maverick² balloon catheter was advanced to the lesion. The balloon was inflated to 6 atmospheres however the balloon ruptured. The device was removed. The procedure was completed using a 2.5mm x 12mm maverick² balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a maverick2 product pouch, carrier tube (hoop), product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the balloon in manufacturing were in their respective as-manufactured positions on the device. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed an 11mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, concentric and de novo target lesion was located in the mildly tortuous left anterior descending artery. A 3.5 7 f non bsc guide catheter was used. After an unspecified size pt2 guide wire and a 0.014 non bsc guide wire crossed the lesion, a 2.00mm x 12mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated to 6 atmospheres however the balloon ruptured. The device was removed. The procedure was completed using a 2.5mm x 12mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status is stable.